Event description:
On 06/28/2006, a medwatch report was received from the hosptial: "3.5f umbilical artery (uac) placed without complication at approx. Midnight 2006 in 32 wk. Premature newborn. Upon removal the next day, the uac snapped and broke off at -7cm. Pressure applied for bleeding and remaining portion removed with kelly clamp. Estimated blood loss -3cc. Following procedure, pt received normal saline bolus. Pt developed a left femoral artery clot that required heparin management .

Manufacturer narrative:
Complaint forwarded to vygon gmbh for further investigation.